Manufacturer narrative:
The investigation determined that lower than expected valproic acid (valp) results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products valp reagent lot 2511-30-8784 on a vitros 4600 chemistry system. The investigation was unable to determine a definitive assignable cause with the information provided. Historical quality control results obtained from vitros valp reagent lot 2511-30-8784 were acceptable, indicating that an issue with the vitros valp reagent lot 2511-30-8784 is not likely. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-30-8784. A vitros valp reagent pack issue was not a likely contributing factor of the event, as the same reagent pack obtained vitros valp qc results both within and outside expectation. In addition, a suboptimal calibration was not likely a contributing factor of the event as the lower than expected results were obtained using the same calibration that produced expected results. Vitros gent and vitros valp diagnostic precision test results were acceptable indicating an issue with the vitros 4600 chemistry system was not a contributor to the lower than expected results. (B)(4).

Event description:
The investigation determined that lower than expected valproic acid (valp) results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products valp reagent lot 2511-30-8784 on a vitros 4600 chemistry system. Biorad level 3 lot 56663 vitros valp result of 341.76 vs. The expected result of 446.1 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc fluids and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).